Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery error code was found in the device's error log. The device's power management board and internal battery were replaced to address the issue. Additionally, the pollen filter, exhaust fan assy, and 43 micron filter were replaced for maintenance. The front enclosure was replaced due to damage to the screw. Repair test, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.